Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel perforation occurred and the patient died. The patient presented due to acute myocardial infarction (ami). The completely occluded target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending (lad) artery. After thrombectomy was performed in the mid lad, pre-dilatation and intravenous ultrasound (ivus) imaging were performed, and a 2.75x20mm stent was implanted. Blood flow recovery was not obtained; therefore, administration and thrombectomy was performed. Also, another dilatation was performed with a 3.0x8mm balloon catheter, but blood flow was still not recovered. A 2.75 x 20 synergy drug-eluting stent was then implanted, but a perforation was confirmed. Subsequently, balloon inflation was performed and an intra-aortic balloon pump (iabp) was inserted. Echo was performed and pericardial effusions was confirmed. Balloon inflation was then performed with a 2.5x15mm balloon catheter for approximately 45 minutes and the perforation was treated. Blood flow in the distal lad was not recovered, but blood flow was confirmed in the first septal. The patient's status was stable and the procedure was completed. However, approximately 2 hours after the procedure, the patient died due to heart failure.